Event description:
It was reported that the user experienced two ilet cartridges leaking, with a highest blood glucose of 288 mg/dl reported during the event; the user later reported continued leakage at a blood glucose of 180 mg/dl and declined cartridge troubleshooting, and replacement supplies were arranged. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included a delay to treatment or therapy. Customer care provided support that included coordination of replacement logistics. Investigation of this case revealed a leakage issue consistent with a seal problem involving the reservoir component of the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.